Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.00 x 32mm synergy ii drug - eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated. A synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis with packaging (carton and hoop). Stent not returned. There was no stent on the balloon. The balloon was reviewed and no visible damage was noted. The balloon folds were in a folded position and crimp markings were evident, it did not appear as though any positive pressure had been applied to the balloon. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no issues. A visual examination of the tip found damage to the tip. No other issues were identified during the product analysis.